Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Additionally, on (B)(6) 2016 it was reported that the patient was experiencing inaccuracies with the same sensor. The sensor was inserted at the abdomen on (B)(6) 2016. No additional event or patient information is available. Data was provided, however there were no finger stick values entered therefore no inaccuracies could be found. The reported inaccuracies could not be confirmed. A root cause could not be determined via data.